Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that a bent stylet was found pre-insertion. Additional information received on 11 august 2023: no interruption of the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. But there was a delay in the PICC insertion process and patient became sob. PICC insertion procedure is being performed. Additional information received on 16 august 2023: np called to bedside, thought patient had possibly vagal stimulated. Insertion was delayed because once stylet was found to be bent, I had to leave the room and go to our supply room for another kit. About 10 minutes passed while I was getting another kit. Patient became sob after PICC insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed, but the root cause could not be determined. One 5 fr s/l powerpicc solo with its attached t-lock assembly was returned for evaluation. An observation of the returned powerpicc solo and its stylet revealed a slight bend at the distal end of the stylet where the plastic coating begins to taper. The bend appears distal of where the catheter was trimmed. Nothing remarkable was observed along the stylet or the powerpicc solo during a microscopic observation of the returned device. Because the returned powerpicc solo was opened and trimmed, the complaint of a bent stylet is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a bent stylet was found pre-insertion. Additional information received on 11 august 2023: no interruption of the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. But there was a delay in the PICC insertion process and patient became sob. PICC insertion procedure is being performed. Additional information received on 16 august 2023: np called to bedside, thought patient had possibly vagal stimulated. Insertion was delayed because once stylet was found to be bent, I had to leave the room and go to our supply room for another kit. About 10 minutes passed while I was getting another kit. Patient became sob after PICC insertion. Received via medwatch: during PICC insertion, rn noted that the stylet in the PICC had an unusual bend near the end.